Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert (lia) for high impedance and oversensing noise. It was further described that the rv coil impedance was undefined high and there was rv tip to rv coil impedance spikes. It was also noted that during in office testing when performing arm movements oversensing was seen on the rv tip to rv coil electrograms (egm). The physician was consulted and the device was reprogrammed with high voltage therapies turned off per physician judgement. The rv lead remains in use. No patient complications have been reported as a result of this event.